Event description:
Rptr states the ad for the product has so much false info it is almost funny. She is very concerned about the harm a person could cause himself with the false info and the unit. She can only guess that the directions for use of the product are dangerous to the consumer based on the comments made in the ad.